Event description:
Physician's office reported that patient's vns generator battery has dropped significantly. The device history record of the generator was reviewed, and the device passed all functional specifications prior to release. It was confirmed that the device was not manufactured during the time that m106 and m105 generators were laser-routed. Multiple attempts for relevant information were made, but no relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Sex, corrected data: initial report inadvertently did not list the patient¿s sex.